Event description:
Boston scientific received information that this right ventricular (rv) lead showed high out-of-range pacing impedance and high pacing threshold measurements. Measurements obtained on the pacing system analyzer (psa) were also out of range. The pacing/sensing portion of the lead was capped and surgically abandoned and a new pacing/sensing competitor's lead was implanted. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.